Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the most likely cause for the discordant elevated troponin I results is heterophilic antibody binding. The presence of heterophilic antibodies was not, however, confirmed by independent testing for heterophilic antibody with a heterophile blocking tube. The questioned elevated results were also duplicated on two alternate siemens systems with alternate methodologies. However, the discordance with other cardiac screening modalities, ECG and echocardiogram suggests sample specific issues. The instructions for use for the cardiac troponin I flex® reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A series of questioned, discordant elevated troponin I results were obtained on one individual patient's samples on the dimension exl. The results were reported to the physician who questioned the results. The patient's samples were tested on alternate methodologies and similarly elevated results were obtained. The elevated results were discordant with other cardiac measurements and considered erroneously elevated by the physician. Patient treatment was not altered or prescribed on the basis of the elevated troponin I results on the dimension exl. There was no report of adverse health consequences as a result of the elevated troponin I results.